Event description:
It was reported that the intraocular lens (iol) was loaded into the unfolder and inserted into patient's left eye. However, as withdrawing the unfolder, the haptic broke. The lens was removed from the eye and replaced with another lens of same model and diopter. The outcome did not significantly interfere with patient's activities of daily life. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: apr 27, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with a detached haptic. The lens was cleaned and, no further issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.